Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 554 mg/dl. Reportedly, the customer delivered a correction bolus, increased the temporary basal rate, and exercised to address the bg level. During troubleshooting with tandem's technical support, the customer was able to tighten the luer lock. The customer stated that the luer lock may have been loose.